Event description:
On january 30th, 2001, the surgeon reported lens explantation due to opacification of the intraocular lens post-operative.

Event description:
The surgeon reported surface opacification of the intraocular lens post-operative. The pt's visual acuity decreased, and the lens remains implanted.